Event description:
The patient reported experiencing elevated blood glucose in (B) (6) 2009. She stated that despite priming, no insulin was being delivered by the infusion device. She stated that since that time e4 (occlusion) error is displayed on the infusion device every 3-4 days. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.